Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported) and treated with oral, topical (specific dates and duration not reported) and IV antibiotics, two types, for a duration of 5 days respectively. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent surgical procedure to clear infection under general anesthesia on (B)(6) 2025; however, the issue could not be resolved. There are plans to explant the device; this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.